Manufacturer narrative:
(B)(6). (B)(4). (Thread damaged). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Procedure: olif surgery levels implanted: l3-l4 it was reported that,the patient underwent olif surgery. During surgery ,when a surgeon tried to insert cage in between the vertebral using a holder,the direction was a little changed in the middle of insertion. So the surgeon tried to pull it out once but it came off from the holder. The surgeon tried to attach it to the holder but he could not so he removed it with removal device. It was taken out of the patient¿s body and the surgeon tried to attach it to the holder again but the thread seemed to be damaged so it could not be attached.the cage was replaced with new one. Product came in contact with the patient. No patient complications were reported. The event happened during inserting the cage after trial insertion. When surgeon hammered the inserter and cage around three times and confirmed intraoperative image, the cage and inserter were found to be misaligned. The cage was in the middle of vertebral body and wing part of the inserter was at distal side of the cage at that time. They were removed with a remover and the same size cage was reinserted. Surgeon¿s comment: thread of the cage was damaged and did not work.

Manufacturer narrative:
Product analysis: visual examination confirmed threads stripped. Implant teeth deformation suggests interference during attempted insertion of implant. Deformation identified on the top face of the implant suggest significant force may have been utilized to overcome aforementioned interference. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.